Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter was implanted.

Manufacturer narrative:
Additional information b1, b5, h6.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to inability to access pump in scrotum. A new artificial urinary sphincter was implanted.